Manufacturer narrative:
1.customer is claiming false positive for covid-19, has not indicated that had a pcr confirmation. 2.no purchased information provided, unable to determine if the product used by the customer, is an authentic product. 3.unable to obtain samples or images, unable to further confirm feedback status. 4.the manufacturer retested the lot (241co20712) negative samples, no false positive were detected.

Event description:
Event details: we ordered approximately 10 cases of lot number 241co20712 in march. We have had over 200 false positives and there is some discoloration of the reagent.